Event description:
The facility reported an infusion pump that won't turn on and has alarms. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the condition of pump will not turn on and has alarm was confirmed. The cause of the condition was depleted batteries. Inspection of the device found that the pump's batteries were depleted and potentially damaged and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.